Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 44. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.